Event description:
The pt had a symptomatic cement extravasation during a balloon sacroplasty of the sacrum with methylmethacrylate in 2004. The pt's pelvis was highly involved with cancer; the bone anatomy was also altered due to extensive radiation treatment. Upon injection, the bone cement extravasated into the sacral canal prior to setting. The pt has postoperative radicular pain resulting from the cement extravasation. Initially the pain responded to a course of systemic steroid therapy; however, subsequently the pain did not completely resolve.